Event description:
Spontaneous call from patient. Patient is unable to get both of her legacy pumps to start infusion. One pump gives high pressure alarm. No obstructions in IV line were found. All tubing was connected properly. The other pump gives 2 tone alarm when going through the self check mode when being started up. Patient has tried using different cassettes with both pumps without success. Patient was instructed to go the emergency room. When asked, patient was not having any changes in breathing or other symptoms. Patient did not specify which pump was giving which specific problem. Fault did occur while device was in use. Devices are available for investigation. Devices were not replaced yet. Patient was not able to switch to back up device. Infusion is life sustaining. Outcome is ongoing. Reported to (B)(6) by pt/caregiver.